Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "diffuse punctiform calcifications", "radial folds and some sides with periprosthetic fluid" and "fibrocystic changes and solid nodules not device related" via us. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.